Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #828-090, 510k #k964275 and UDI (B)(4) was cleared in the united states. Revision surgery, pseudoarthrosis, kyphosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent posterior fusion after lumbar interbody fusion at level t9-il during which rods were implanted. Post-op, proximal junctional kyphosis and rod breakage were reported. The patient underwent revision surgery where fixation range was extended to t7 due to proximal junctional kyphosis and rod was replaced due to breakage. Rod was broken due to nonunion.